Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 12:00pm, the patient had "low" readings on the g7 app. Based on the cgm reading, the patient ate carbohydrates and took glucagon to increase the value. The patient then started vomiting and had flu-like symptoms. The patient didn't have a finger stick reading to compare to the cgm so they went to the hospital. At the hospital, a bg was checked and it was 498 mg/dl. The patient was treated with IV fluids and discharged at 10:00pm. At the time of the report, the patient was in normal condition and resting at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.